Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having eye irritation, respiratory tract irritation, skin irritation, asthma (new or worsening) and copd. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer had already reported the incident in (B)(4), MFR no.: 2518422-2024-56800. The current report is being canceled as the duplicate of the previous report.